Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 13f sheath and the tavr procedure was completed. Reportedly post procedure, hemostasis was not fully achieved with the pre-placed prostyle sutures; therefore, an additional prostyle device was deployed. Reportedly, the distal guide (black) sheath portion of the device separated after deployment and remained in the vessel. Cut down surgery was performed to retrieve the separated prostyle sheath. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide detachment was confirmed. Additionally a cuff tab detachment was also noted. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.